Event description:
It was reported that the patient experienced a shocking or jolting sensation. They didn¿t think they got good placement in the nerve with the first implantable neurostimulator that was implanted. It was reported that the patient had an excellent trial and finally got relief. It was noted that the patient had a lot of other pelvic floor issues and had trouble with the transvaginal mesh. The patient had the ins for urgency and the first ins that was implanted started shocking the patient in the pocket site. It was noted that this occurred in (B)(6) 2013. They discovered fluid in the pocket site when they took it out.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead; product type lead. (B)(4).